Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on 10/31/2017, the patient experienced no alerts on the receiver and an adverse event. The patient stated that on the night of (B)(6) 2017, the receiver did not alarm, and the patient's blood sugar exceeded the patient's pre-set of 170 mg/dl. The patient woke up sweating at 3:00am and the receiver was reading 274 mg/dl. The patient did not wish to provide further event details. No additional patient information is available. No product or data were provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.